Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was experiencing unexplainable low blood glucose. The customer experienced a low blood glucose level of 63 mg/dl and 92 mg/dl. The customer's current blood glucose level was 182 mg/dl. Troubleshooting was performed. It was noted that the reservoir was showing more insulin that what was shown on the status screen. The pump programming was correct. However, the caller was not sure if the bolus history was correct. The caller was advised to monitor the insulin pump and the customer's blood glucose. The device was not returned for analysis.